Manufacturer narrative:
No product non-conformance was identified through the course of the investigation. Based on the CT values generated, 37 of the 39 samples in question are at or near the limit of detection (lod) of the test. For 2 out of 39, the samples in question present most likely near lod. Additionally, the complaint kit lot was tested and results met specifications. (B)(4).

Event description:
The agency has clarified its expectation that manufacturers of emergency use authorization (eua) products for sars-cov-2 diagnostic tests report allegations of false positive or false negative results independent of harm or malfunction or off-label use beyond 803¿s "reasonably suggests" requirements. Accordingly, we have performed a retrospective review of cases to determine whether to report any additional cases. A customer from (B)(6), alleged 39 non reproducible results with cobas® sars-cov-2 qualitative assay for use on the cobas® 6800/8800 lot g11392. 32 of the 39 samples' results were reported out. 7 of 39 samples were re-tested and the re-tested results were reported out. The customer cannot be certain about the collection of these samples but mentioned the use of cobas pcr media uni swab kit, however the lot information was not available. The customer is also using e-swabs. According to the instructions for use, under the precautions and handling requirements section of the IFU, it states, the cobas sars-cov-2 for use on the cobas 6800/8800 systems is a real-time rt-pcr test intended for the qualitative detection of nucleic acids from sars-cov-2 in clinician-instructed self-collected nasal swab specimens (collected on site), and clinician-collected nasal, nasopharyngeal, and oropharyngeal swab specimens from individuals who meet covid-19 clinical and/or epidemiological criteria. The cobas sars-cov-2 is a qualitative test for use on the cobas 6800/8800 system for the detection of the 2019 novel coronavirus (sars-cov-2) rna in nasal, nasopharyngeal, and oropharyngeal swab samples collected in copan universal transport medium system (utm-rt), bd universal viral transport system (uvt), cobas pcr media, or 0.9% physiological saline. No product non-conformance was identified through the course of the investigation. Based on the CT values generated, in regards to 37 out of 39 samples in question are at or near the limit of detection (lod) of the test. For 2 out of 39, the results present most likely near the lod. The customer indicated thirty-two (32) alleged false positive results were reported out. No harm or injury indicated. Thirty-two (32) individual mdrs, one for each of the reported results, will be submitted based on FDA request.